Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided. Should the catheter be returned later, the investigation will be re-opened.

Event description:
The account alleges that the hub on the chronic dialysis catheter was cracked and leaking.